Manufacturer narrative:
Three simulated pt therapies were performed using the pt's therapy settings. During these therapies, no problems were encountered. The device was tested for volumetric accuracy and the fluid volume delivered to and removed from the simulated pt for each exchange was within design specifications. The device's pneumatic system was monitored and no problems were revealed and all pressures were correct and stable. The cover was opened and an internal inspection was performed, no problems were revealed during this inspection and all connections were correct and secure. A review of the event, therapy and alarm logs was performed. Based on review of all avail therapy, alarm and event log data, combined with avail decision tree info, the eval determined the most probable cause of the overfill to be insufficient drain and multiple cycles advance to fill when slow/no flow condition occurred above the minimum drain volume threshold. The eval did not confirm any failure or malfunction of the device that would have caused or contributed to the reported difficulties.

Event description:
During device eval for another complaint, an overfill situation was identified. In 2007, the cycle by cycle ultrafiltration (uf) log revealed a positive uf of 838 ml during cycle 5 of therapy. This indicates the home pt drained a volume of 838 ml above the programmed fill volume of 2000 ml. There were no bypasses or manual drains completed. The log identified that during previous cycles, there were negative uf values, indicating the home pt was filled with more solution than they drained. However, during these cycles, the drain volume was greater than the programmed minimum drain volume percentage, allowing therapy to advance. Per the device eval, the probable cause of the identified overfill situation was insufficient drain, and multiple cycles advance to fill when slow/no flow condition occurred above the minimum drain volume threshold. There were no reported pt symptoms as these were identified during the device eval. F/u with the home pt's nurse revealed there was no pt injury or medical intervention associated with the identified overfill situation. The nurse reported a recent change was made to the home pt's prescription to increase the dextrose concentration solution used for therapy. The nurse reported the home pt did not have further problems after this reported change.